Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (disconnection and connection of the image) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, the image is foggy and therefore no image is displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the disconnection and connection of the image was due to a broken r-unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced disconnection and connection of the image, as if it only gave an image in a certain position. There were no reports of patient harm.